Event description:
It was reported that the ilet user experienced hyperglycemia and administered external subcutaneous insulin by pen without disconnecting from the pump; the user planned an additional injection and was advised to remain disconnected from the pump for at least two hours after the last external dose. Symptoms included hyperglycemia reaching 401 mg/dl, chest discomfort, frequent urination, excessive thirst, weakness, and dry mouth. Outcomes included no reported health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a usage problem involving an improper procedure, with no device problem identified and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.